Manufacturer narrative:
This reported event involves 2 devices, same patient, same procedure. This is report 2 of 2. MFR report numbers: 1651501-2015-00038; 1651501-2015-00039. Integra has completed their internal investigation on 22feb2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: the manufacturing record was reviewed for nonconformities identified by integra receiving inspection or by the suppliers performing manufacturing operations to determine if any identified anomaly could have caused or contributed to the complaint allegation. One conformance issue was identified. (B)(4). Conclusion: root cause analysis conclusion: self-loosening (clamping force instability). Impact induced vibration ¿ the common cause for self-loosen due to joint strength loss and bolt overload impact-induced vibration.

Event description:
This reported event involves 2 devices, same patient, same procedure. This is report 2 of 2. It was reported that during the preparation of the humeral canal for a reverse shoulder arthroplasty, the humeral stem trial broke off of stem trial handle and was lodged in the patient's humeral canal. The surgeon was able to retrieve the stem trail with the use of a vice grip instrument. It was reported there was no patient injury.